Event description:
The customer reported an issue with not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl or read "high" on the cgm. The customer had not completed the necessary steps to remove air from the cartridge and did not use room temperature insulin when filling the cartridge. Technical support educated the customer on these steps, which the customer acknowledged. The issue was current, and the customer indicated that they would call back when ready to continue as their supplies were not ready. No further contact from the customer was received, and attempts to follow up were unsuccessful, leading to case closure.